Event description:
Right hemiarthroplasty was performed on 11/30/1998, due to fractured femur. Pt returned to surgery on 12/14/1998 for closed reduction of dislocated bipolar component. Components were revised on 12/16/1998, due to disassociation.